Event description:
Reportedly, the clips did not close onto tissue, which resulted in extra bleeding. Open another device and was able stop the bleeding and finish the case. Patient status was reported as okay. Procedure type: proctectomy

Manufacturer narrative:
Quality assurance and engineering conducted an evaluation on an endo clip 5mm clip applier. Our analysis concluded the jaws did not close as the cam on one of the jaw legs was outside of the driver. This was cuased by moving the jaws legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The manner in which the instrument was received indicated excessive manipulation with the jaws.